Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during a coronary diagnosis procedure which was completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not available. A review of the system log file also confirms the partial geometry movement issue. Upon functional testing, the fse found that the sc1 board was defective. A part analysis of the amc drive was performed, and it concluded that there was an electronic defect. To resolve the issue fse replaced the sc1 board and performed calibrations. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.